Event description:
Facility called stating that a rpa450-1 patient lift allegedly tipped over while a resident was in the sling. A volunteer that helps the facility looked over the lift and noticed a crack on the bottom square tubing. Facility stated that no one was injured in the incident. Maximum of 4 residents use this lift daily. The lift is no longer being used for safety purposes.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 3 years old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The resident is (B)(6) male. The resident's medical condition, stability and medication regimen are unknown. The facilities technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.